Event description:
It was reported that the device's therapy capacitor needs replacement. There was reportedly no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the therapy capacitor needs replacement. There was reportedly no patient involvement. The fse remotely evaluated the device. It was determined that this was a malfunction of the therapy pca and capacitor the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca and the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.